Manufacturer narrative:
Product analysis: analysis was able to confirm the reported smoking issue. The power supply smoked when the programmer was powered on during the incoming inspection. The power supply was replaced. The hard drive was replaced as a preventative measure. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was on but not being used when a doctor heard a noise and then observed smoke coming out of the programmer via the fan. The programmer was returned for service. There was no patient involvement.